Event description:
During coil embolization procedure, the microcatheter (mc) was placed into anterior communicating artery size 4.5mm x 3.5mm without difficulty. A orbit complex mini fill 4x10 coil was then advanced through the mc. About 2/3 of the way in, the coil became logged in the mc. The physician was unable to pull it out stating "its stuck". He then decided to pull the entire system out and start again. The patient suffered no ill effect from this incident.